Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 40 to 70 mg/dl range at the time of the incident. The customer was given juice, food, and a shot to treat. The customer was wearing the insulin pump during the incident. The customer stated that the pump was squirting out insulin during the prime process and half the reservoir contents were used, but the customer used the pump anyway. The customer was using a competitor's sensor and dropped from 398 to 120 mg/dl in 45 minutes. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.